Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had sores under her breast from the rubbing of the device. The patient's physician advised for the patient to use blister bandages. The patient reported that after using the bandages the irritation was improving.